Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior physical visual inspection was performed and passed. Transmitter voltage test was performed and failed due to 0 vdc. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D10: device availability additional. H2: additional information /device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation codes additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.